Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the blade broken on one side. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: as no article was sent in for inspection, no in-depth investigation can be carried out. As can be seen in the customer's photos, corrosion/residue is visible in the area of the jaw joint. This could have a negative effect on the material. In addition, mechanical overload cannot be ruled out. There are no known comparable complaints, so this can be assumed to be an isolated defect. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).